Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet with a g7 cgm, with cgm readings in the high 200s to low 300s for about 11 hours and a peak of 331, during a day of significant chronic pain; the user reported the infusion set on the abdomen was intact without signs of leakage, kinks, or delivery alerts, and glucose returned to range after the pain subsided. Symptoms included hyperglycemia. Outcomes included no hospitalization and symptom resolution as pain decreased. Investigation included review of user-reported device performance and infusion set status. Investigation of this case revealed no evidence of device malfunction or infusion set failure, and the event was consistent with stress-related hyperglycemia associated with pain. It was concluded, based on previously established findings for similar reports, that the cause was unclear with a plausible physiologic contributor unrelated to device performance. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.